Event description:
Information was received related to a study conducted outside of the u.s. Reporting that the patient had distal dissection (type f) and acute occlusion during stenting of the target lesion (lcx). This event was resolved with additional stenting.